Event description:
It was reported that pt experienced a shocking sensation from a refrigerator. The patient's device has not functioned since. Several attempts have been made with new and old programmers and unable to get the device to communicate to review or respond. The patient's device was replaced. The pt recovered without sequela.